Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was used during patient transport. The patient had intrinsic rhythm in the range of 60 beats per minute (bpm) and the epg mode was programmed to vvi 50. The patient was monitored for the duration of the transport. It was noted that the epg sensing light never flashed and remained constantly lit. The sensitivity was adjusted to low and high, there was never a flashing light. It was also noted that there was artifact on the external monitor which did not line up with the qrs complex and the user did not observe a captured beat during transport. Additionally, it was noted that there were three milliamps on the ventricular. It was advised by technical support to have the facility biomedical engineer evaluate the epg and the adaptor used with the epg. No patient complications have been reported as a result of this event.